Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed, no anomalies were found. No operational or functional failure was detected and the product was within specification.

Event description:
Info was received that reported a pt was hospitalized in 2006 due to diabetic ketoacidosis. Per the reporter, she was admitted to hosp in the morning with a blood glucose over 1000. The device will be returned for eval to ensure that it is functioning correctly and did not contribute to the reported incidence.